Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Intraoperatively, the surgeon performed a ¿near complete synovectomy as tissue was inflamed¿ but no infection. No indication if tibial tray was confirmed loose. Notes state patella button was revised but then followed by statement that it was well fixed. No indication of procedures to remove patella button. All other components were removed and replaced with depuy revision knee system with depuy cement. Doi: (B)(6) 2016. Dor: (B)(6) 2018, (right knee).

Manufacturer narrative:
Product complaint (B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system.